Manufacturer narrative:
The reported particle and product were discarded so we are unable to investigate further for root cause. There are no stellaris vacuum complaint trends for the reported complaint. The customer admittedly was not compliant with the directions for use for reprocessing, which could lead to particles. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The most probable root cause is unknown/inconclusive. The investigation is complete.

Manufacturer narrative:
It was reported that the device has been discarded and the lot number is not known. The device history record review cannot be performed. A request for the particle has been made, if it is available. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported that a chalky appearing material came out of the irrigation sleeve at the start of phacoemulsification. The particle entered the anterior chamber and was removed. The probe and sleeve were changed to complete the procedure. There was no significant delay in surgery or impact/injury to the patient.